Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handle - (serial#(B)(6)); sigadaptxl sig power sigadaptxl linear xl adapter - (serial#(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve, when inserting the adapter with a 60 mm reload, it required extreme leverage. The piece between the adapter and magazine came into contact with the end of the thorax, and it caused the piece between the adapter and reload to break. The broken component disengaged and fell into the cavity, but it was retrieved by a grasper. The surgeon was initially able to operate the powered stapler, and it did cut, but it did not place a row of staples. The surgeon was unable to retract the blade due to a component that appeared to have been broken. The surgeon had to exert extreme force to detach the magazine from the adapter. The surgical time was extended by 30 minutes. The surgeon tried stacking a different powered handle and reloading a few centimeters away, and everything went smoothly.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection of the photo noted one device. The jaws were clamped on resected tissue. The I-beam was fully advanced. The reload was slightly articulated. An adapter could be seen. A broken piece of the reload adapter could be inside of the adapter. The reload lock ring was disengaged from the reload and broken adapter. A staple line could be seen on the resected tissue. Staple formation of the listed reload could not be examined. It was reported that the component disengaged, the knife blade was difficult to retract, the device was difficult to unload, and the instrument locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the staples did not deploy. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e2, e3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.